Event description:
Event description guidant received information that during a follow-up visit in april 2005, this atrial lead exhibited an out of range impedance mesurement. An x-ray was obtained, verifying the atrial lead was fractured in the clavicle first rib area. The proximal end of the distal portion and the distal end of the proximal portion were freyed. The device was then programmed to vvi mode and the lead was monitored. Eight months later, the ventricular lead was found to be fractured in the same location as the atrial lead. The physician stated the fractures were due to the location of the placement of the lead's during the original implant. Both leads were surgically abandoned. A new ventricular lead was implanted and the atrial port was plugged, due to the patient's atrial fibrillation.